Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly. Device received with cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had crack on battery side and also had keypad anomaly. Customer¿s blood glucose level was 362 mg/dl. Customer reported that the buttons were hard to press and up and side buttons were not responding. Customer stated that numbers were not ramping on their own and the scroll bar was moving with no input the customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.